Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" and "textured" against left device. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: brown particles inner the device and opening on posterior. Leak test and microscopic analysis was performed which identified: sharp opening on posterior, crease fold and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: sharp opening on posterior assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported "deflation" and "textured" against left device. The device has been explanted.